Event description:
Per the clinic, the patient requested the removal of the device (reason unknown). The device was explanted (date unknow). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on september 8, 2023.